Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 233, 251, 200, 179 and 172 mg/dl. The customer¿s expected fasting blood glucose test result range is 100 - 130 mg/dl. Customer stated the high results started about one week ago. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer had just tested prior to call and had obtained result of 233 mg/dl fasting. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 10/31/2020 and open vial date is 09/16/2019. Customer had been using test strip lot number mv3197, but had finished the vial of strips. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-61: storage outside specifications. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.